Manufacturer narrative:
The field service engineer (fse) noted the module was cold to the touch with the status temperature at 37°c. The fse replaced the glucose module and resolved the issue. The instrument conformed to the manufacturer's published performance specifications.

Event description:
The customer reported falsely low glucose modular (glum) results, for 13 patients, and module temperature error displayed involving the unicel dxc 800 synchron system. The customer noted the screen displayed the temperature at 39°c. The operator rebooted the instrument, and the screen status temperature returned to normal, 37°c. The erroneous results were released out of the laboratory and questioned by the physician as one patient's result did not correlate with the point of care meter. The samples were reanalyzed on an alternate dxc 800 analyzer and recovered higher glum results for seven patients. Amended reports were issued to the physician. There was no report of patient injury requiring medical intervention or change to patient treatment associated with this event. The customer indicated quality control (qc) was out of range low. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.